Event description:
It was reported the device has physical damage, the housing is "busted". The device was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the knobs and ring cover were contaminated, the side bail covers were broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and the serial number label was torn. (B)(4).